Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03642, 3007963827-2018-00113, 0002648920-2018-00557. Concomitant medical products: ng std all-poly patella cat: 00-5972-065-35 lot: 63171828, palacos bone cement cat: 66022663 lot: 80494433, nexgen lps femoral component cat: 00599601552 lot: 63210555, nexgen articular surface cat: 00596203212 lot: 62954001. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient reports that the implant is loose and makes noise. A revision procedure has not occurred at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.